Manufacturer narrative:
The lead is currently not available for analysis. No conclusion regarding the clinical observation can be drawn at the moment. The analysis will be continued as soon as new information is available.

Event description:
An increase in thresholds was noted for this lead and a dislodgement was suspected. The patient was hospitalized for a lead revision and all available information suggests this lead remains implanted. No adverse patient side effects were reported.